Event description:
Healthcare professional (hcp) reports excess fluid removal during hemodialysis treatment. This occurred on reuse number 5. This pt's pre-treatment weight was 67.9 kilograms (kg) and the target weight was 2.7kg. The hcp indicates that 6.1 kg of fluid was actually removed from the pt. One and one-half hours into the treatment the pt complained of cramping and was hypotensive. The ultrafiltrate was lowered then treatment discontinued. A 'dialysate pressure high' alarm and 'localized reverse tmp' alarm occurred during treatment. The pt was administered 1.6 kg normal saline as replacement fluid and treatment was continued with new disposables without incident. At this time the pt has fully recovered.